Event description:
It was reported that the implantable pacing lead was attempted, not implanted. During the procedure, after the lead was implanted, it tested with high thresholds and impedance. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).